Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dermatitis contact ('nickel allergy on my hands') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dermatitis contact (seriousness criteria medically significant and intervention required), gingival recession ("gums receded"), gingival bleeding ("gums bleeding for no reason"), skin fissures ("cracking/terrible skin"), blister ("my skin was blistering"), dry skin ("drying out"), alopecia ("bald / hair thinning / falling out hair") and dyshidrotic eczema ("dishidrotic eczema on my hand") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the dermatitis contact, gingival recession, gingival bleeding, skin fissures, alopecia, weight increased and dyshidrotic eczema outcome was unknown. The reporter considered alopecia, blister, dermatitis contact, dry skin, dyshidrotic eczema, gingival bleeding, gingival recession, skin fissures and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, gums receded, gums bleeding for no reason, nickel allergy, blistering, dry skin, skin fissure, alopecia and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received new event -dyshidrotic eczema added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival recession ("gums receded") and gingival bleeding ("gums bleeding for no reason"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, gingival recession and gingival bleeding outcome was unknown. The reporter considered gingival bleeding, gingival recession and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, gums receded, gums bleeding for no reason. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. New event added: gums receded, gums bleeding for no reason. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gingival recession ("gums receded"), gingival bleeding ("gums bleeding for no reason"), skin fissures ("cracking"), dermatitis contact ("nickel allergy on my hands"), blister ("my skin was blistering") and dry skin ("drying out"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the medical device removal, gingival recession, gingival bleeding and dermatitis contact outcome was unknown. The reporter considered blister, dermatitis contact, dry skin, gingival bleeding, gingival recession, medical device removal and skin fissures to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, gums receded, gums bleeding for no reason, nickel allergy, blistering, dry skin, skin fissure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events: nickel allergy on my hands, my skin was blistering, cracking, drying out were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy on my hands') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), gingival recession ("gums receded"), gingival bleeding ("gums bleeding for no reason"), skin fissures ("cracking/terrible skin"), blister ("my skin was blistering"), dry skin ("drying out") and alopecia ("bald / hair thinning / falling out hair") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). At the time of the report, the allergy to metals, gingival recession, gingival bleeding, skin fissures, alopecia and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, blister, dry skin, gingival bleeding, gingival recession, skin fissures and weight increased to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, gums receded, gums bleeding for no reason, nickel allergy, blistering, dry skin, skin fissure, alopecia and weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events alopecia and weight gain updated. Medical device removal was deleted and surgery was updated to allergy to metal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.